Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie drawer was jammed.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to access cubie in drawer 12, position 3. The field service engineer (fse) ran diagnostics and tested all drawers and cubbies, confirming both stations were fully functional. After reviewing history with the specialist, it was determined the station had timed out because the previous user did not properly log out, preventing access to the cubie. The customer was advised to educate staff on proper logout procedures; additional onsite time was due to locating the key and waiting for the specialist. The system functioned as intended after the field service engineer (fse) resolved the issue.